Event description:
New information noted that the device was explanted on an unknown date.

Event description:
It was reported that upon interrogation, the pulse generator exhibited noise. No intervention was performed. The device remained implanted. The patient complained of experiencing occasional light headedness but was fine.

Manufacturer narrative:
(B)(4).

Event description:
New information on 5/4/2016 stated that he patient experienced an episode of syncope. Upon interrogation, the pulse generator exhibited noise on both right ventricular and right atrial channels. Isometric testing of arm movements revealed the noise was reproducible. No intervention was performed and no further information was available.

Manufacturer narrative:
(B)(6) 2016.